Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device manufacturing records have been reviewed. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: cn8d41. Device history review: the device manufacturing records have been reviewed. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial report would have been submitted on (B)(6) 2018 with a due date of (B)(6) 2018. Due to an issue with the FDA esg or cdrh emdr processing system on (B)(6) 2018, the report was not received in a timely manner.

Event description:
Patient was revised to address pain and high chromium level in her blood. Update 4/12/2013: pfs and medical records received. There is no new additional information that would affect the existin MDR decision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: cn8d41 device history review: the device manufacturing records have been reviewed. No related deviations or anomalies were identified.